Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated sensing integrity counter (sic), and a non-sustained tachycardia episodes of noise were noted. In addition, a possible lead fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.